Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the trigger was depressed the device jumped out of the skin tract and the clip deployed in the skin. A nick was made in the skin and using tissue forceps the clip was removed. Hemostasis was achieved using manual compression. The pt is reported to be doing fine. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.